Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician and hospital that there was a implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead malfunction. No further information was provided. The ICD and leads were extracted. No patient complications have been reported as a result of this event.